Manufacturer narrative:
On april 30, 2021, it was discovered that h6 health effect - clinical code, health effect - impact code, medical device problem code, type of investigation, investigation findings, investigation conclusions fields were erroneously omitted in initial report. See corrected data section h11 for corrections. Manufacturer¿s reference number: (B)(4). H6 relevant fields have been updated.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with a two 460cc mentor smooth round high profile saline breast implants experienced bilateral anisomastia and deflation post procedure. As a result, patient had an explantation on (B)(6) 2020. The left sided deflation as discovered during explantation surgery. This medwatch form is for the left breast prosthesis.